Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 3 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, possible thrombus/pannus inside of the valve frame was observed. No patient complications were reported as a result of this event.

Event description:
Additional information was received that following the valve implant, a gradient of 8 millimeters of mercury (mmhg) was observed. The final implant depth on the non-coronary cusp (ncc) was 13 millimeter (mm) and 11 mm on the left coronary cusp (lcc). The patient was on anti-coagulation medication for 90 days then was discontinued. Subsequent gradient measurements were: 2021 14mmhg, 2022 9mmhg, 2024 22mmhg, 4/2025 30mmhg, 9/2025 43mmhg. The mode of failure for the valve was aortic stenosis (as)and a non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: a4 b1 b2 b5 h2 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: e1, e2, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.